Event description:
It was reported to boston scientific corporation that an rotatable oval snare was used during an colonoscopy procedure performed on (B)(6), 2010. According to the complainant, the technician had partially completed treatment within the patient using the rotatable oval snare when the snare loop snapped at the tip upon applying energy. The device was not cauterizing tissue when this occurred. The snare was removed. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device found that the loop was burnt and split at the tip. Scanning electron microscopy (sem) analysis revealed that the fractured ends of the snare loop exhibited characteristics normally associated with remelted material, which is most likely the result of excessive current. The condition of the returned incident device was consistent with the complaint that the loop broke at the tip; the complaint was confirmed. The most probable root cause for this malfunction is user error; the snare was subjected to excessive heat. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that an rotatable oval snare was used during an colonoscopy procedure performed on (B)(6), 2010. According to the complainant, the technician had partially completed treatment within the patient using the rotatable oval snare when the snare loop snapped at the tip upon applying energy. The device was not cauterizing tissue when this occurred. The snare was removed. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.